Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with stripped battery cap at coin slot area, cracked battery tube threads, cracked reservoir tube lip and cracked display window corner.

Event description:
It was reported that the insulin pump has an unremovable battery cap. The blood glucose reading was 181 mg/dl. The customer stated that the battery cap had little pieces of plastic that kept cracking off. She was unable to remove the battery cap using a screwdriver as recommended during troubleshooting. Advised discontinuation of the insulin pump if the battery was low. Nothing further reported.